Event description:
Information was received indicating that a smiths medical pump alarmed that the "cassette not attached properly". No patient was present at the time of the event. There was no reported adverse events.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached properly message. A cassette was attached during testing and the reported issue was able to be duplicated. The downstream occlusion sensor (dso) was non-reactive and would not operate as intended. The dso sensor will be replaced to resolve the issue.